Event description:
It was reported a physician performed a two level kyphoplasty procedure on a pt for a traumatic fracture from falling in a ditch. The two levels treated: t12, superior endplate fracture with approx 25% collapse; l1, anterior wedge fracture. Approx ten months post-procedure, the pt consulted with the physician for "pain that never went away with the kyphoplasty. Pain management with medication was prescribed by the physician. No additional info was reported.

Manufacturer narrative:
Device not returned, follow up with company rep.